Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure when an attempt was made to advance the subject guidewire through the microcatheter, the subject guidewire tip broke. The subject guidewire and the microcatheter were retrieved together from the patients body. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a neurovascular procedure when an attempt was made to advance the subject guidewire through the microcatheter, the subject guidewire tip broke. The subject guidewire and the microcatheter were retrieved together from the patients body. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The product was returned and visual inspection was performed. A functional inspection could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. During analysis it was noted that the guidewire was kinked/bent at 40.7cm from the proximal end, the guidewire ptfe coating was noted to be peeling in multiple areas to 40cm from the proximal end and the guidewire was broken/fractured with core wire exposed at 193.3cm. It is probable that the guidewire experienced high tension and/or torsion forces while navigating inside the microcatheter, the exposed core wire may indicate the device fractured during the manipulation. The distal tip was not returned. The hydrophilic coating was hydrated there were no anomalies noted. An assignable cause of procedural factors will be assigned to the as reported/as analyzed ¿ guidewire distal tip broken/fractured during use¿ as well as the as analyzed ' guidewire ptfe coating peeling' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire kinked/bent' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.